Event description:
Boston scientific received information that this sales representative (sr) reported after converting the patient's device to srd-1, reported battery longevity remaining of less than three months.

Manufacturer narrative:
The device was subsequently explanted. Should this device get returned it will be anlayzed and this report will be udpated.